Event description:
It was reported that the ilet displayed recurring ¿alert 76¿ over several days despite multiple restarts, and the user corrected a blood glucose of 278 mg/dl using subcutaneous insulin from a pen; the event was associated with a device malfunction consistent with a circuit failure. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication and were characterized as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that results are pending completion of the investigation, with no definitive device component isolated due to insufficient information, while a circuit failure remained a potential device problem. It was concluded, based on previously established findings for similar reports, that the conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.